Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿arthro prosthetic cobaltism: neurological and cardiac manifestations in two patients with metal-on-metal arthroplasty¿ was reviewed for MDR reportability. The article reviewed two cases of asr xl implants. The second case is captured on a linked pc. Case 1 of 2: (B)(6) years-old male received revision approx. 43 months from initial implantation. The time span he experienced 5 total dislocations (1 self-reduced, 2 reduced by family members and 2 reduced under general anesthesia). Patient(s) reported harm(s) prior to revision: pain, cobalt (co) levels ranging 35-122 mcg/l, dislocation, anxiety, headaches, irritability, fatigue, tinnitus, hearing loss, audible hip noise, hand tremor, incoordination, cognitive decline, depression, visual changes, optic nerve atrophy. Intra-operative finding(s): metallosis, necrosis and lymphocytic infiltrates. Product related findings: implant wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.